Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing present on the right atrial (ra) lead and that there was electro-magnetic interference observed with the implantable cardioverter defibrillator (ICD) on some of the atrial tachycardia (at) and atrial fibrillation (af) events. Both the lead and the ICD remain in use. No patient complications have been reported as a result of this event.